Event description:
During sugery, a screw was being inserted into the plate when the driver tip became stuck in the screw head. The surgeon moved the driver right and left in an attempt to dislodge the it from the screw. The tip of the driver broke off in the screw head. The surgeon decided to leave the broken tip in the screw head inside the patient.

Manufacturer narrative:
A visual examination was performed both with the naked eye and with magnification. The driver is in good condition except the tip is broken off and missing. The break is before the radius where the shaft transitions from the hex portion to the round portion of the driver. An oblique fracture pattern was found at the broken end fo the driver, indicating a side loading/bending force was applied to the driver. The driver is not designed to withstand significant side loads. No definitive root cause can be assigned without additional information. Conclusion - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this driver break.